Event description:
As reported by our canadian affiliates, during a transfemoral tavr procedure, post valve deployment an annular rupture occurred. Medical treatment was performed. Post dilatation of the 26mm sapien xt valve was performed with 3 ml additional contrast. This was indicated as the likely cause of the annular rupture at the base of the left ventricle. There was a separation of the annulus and the ventricle but there was no hemodynamic repercussion to the patient. A good outcome was reported. The patient¿s native annular diameter was 22mm by tte. There was severe native valve/leaflet calcification noted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture was attributed to the over inflation of the delivery system. Severe native annulus/leaflet calcification likely contributed to the rupture as well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.